Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump was damaged. It was stated that the right side of the device popped off and the customer had to re-attached the side of the insulin pump. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.